Event description:
It was reported via phone call, that the customer received a button error alarm, a compromised force sensor alarm, as well a loose drive support cap. Customer's blood glucose level at the time 116 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
No button error alarm during testing. However unit had intermittent button response due to flattened(creased) buttons dome switch. No moisture damage on electronic assembly during visual inspection. No compromised force sensor alarm noted. Drive support disk was inspected and no anomaly was noted. Insulin pump had bleeding lcd glass, cracked lcd window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corner.